Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The central processing unit (cpu) printed circuit board (pcb) was replaced to address the issue. The system was tested and found to met product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cpu pcb. However, how and when the pcb became nonconforming cannot be determined conclusively.

Event description:
A company representative reported that the laser's display was not working and it was not possible so select settings. The laser did not turn on before surgery. There were no system messages displayed and no patient involvement.

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A company representative reported that a laser did not turn on before surgery. There were no system messages displayed and no patient involvement. Additional information has been requested.